Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen display was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a frozen screen. The customer's blood glucose was unknown. Nothing further was reported.